Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the oxygen sensor failed to calibrate. There was no patient connected to the device. The evaluation of the device has not been completed.

Manufacturer narrative:
(B)(4). Service engineer inspected the device and replaced the oxygen sensor. The ventilator passed the entire required testing.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.